Event description:
It was reported that a device was used during a sigmoid resection. The device fired an incomplete staple line on the anterior wall. The site was hand sewn to complete the case. There were no consequences to the pt.